Event description:
The device was used during a gynecological procedure. Reportedly, the device misfired resulting in bowel spillage. The surgeon performed a colostomy to complete the procedure. The hospital has reported the patient's condition is satisfactory.